Manufacturer narrative:
The unit was received with an intermittent button response and a button error alarm due to a corroded keypad. The display was not ramping on its own. The unit had minor scratches on the lcd window.

Event description:
The customer's mother called in to report a keypad anomaly and a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 84 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.